Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have both ears of the distal clevis broken. The broken piece was not returned, and measured roughly 0.280¿ x 0.228" in size. The instrument passed an electric continuity test. The conductor wire was still attached. Additionally, the instrument was found to have a broken conductor cap. The conductor cap was not returned with the instrument. As a result of the broken distal clevis the conductor cap was broken. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the permanent cautery hook (pn 470183-14/lot # n10210426 0156) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 8 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the plastic support that holds the tip was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the issue occurred during procedure, but the ¿black cap¿ has not detached from the base and remained in the instrument. No fragments fall into the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.